Event description:
It was reported the patient is deceased and died approximately three years eight months post implant of the implantable cardioverter defibrillator (ICD). The patient is reported to have been found deceased by the spouse at home. The cause of death is noted as ventricular fibrillation. Additional information received noted that preliminary device data noted appropriate therapy was received on the day of death. The patient was seen by the physician approximately two weeks prior to death and the patient¿s condition was poor and fluid index levels had been high for the previous three months.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Concomitant products: 5076-52 implantable pacing lead, implanted: unknown. A 2187-75 implantable pacing lead, implanted: unknown. Competitor implantable tachy lead, implanted: unknown. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis of the returned device did not detect any performance issues, but the calculated longevity result of 89% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.